Event description:
The core universal driver was returned for service. Upon eval at the MFR, the device displayed a bias current error when connected to the console signaling a condition occurred from which the device has the potential to run without user activation. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
During the visual examination, the device has found to have worn or damaged parts including burnt flexes and a worn gear train. Based on the findings of the visual examination, the most likely cause of the reported grinding would be the worn gear the train that was found upon disassembly.